Event description:
It was reported to philips that the system's flexvision computer was missing the air baffles, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Further information received has confirmed that there was no malfunction of the allura xper fd20 system on the 19th of december 2025. The information provided was incorrectly processed as a complaint when it was actually preventative maintenance. At the time the information was received, philips did not have sufficient information to rule out a potential product malfunction, therefore it was initially reported. As it has been determined that there was no event, and the information pertained to preventative maintenance, philips has re-evaluated this as not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.